Event description:
The customer reported that the battery was out of specification. It was unknown how the issue was found, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
No details were provided regarding the device evaluation and repair. Multiple good faith efforts were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.